Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. An internal investigation was performed at synthes EU. The cross section surfaces of the returned part show no irregularities. The broken pieces of the drill bit were not received, therefore the exact cause leading to this breakage cannot be determined. No product fault could be detected. A possible assumption is that too much mechanical force was applied during the surgery, for example; too high drill speed, hard bone or possible movement in a slanting position. It is noted that this is very delicate drill bit which requires extra caution during use.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure (compact hand), the drill bits broke. There was no impact to the procedure. The procedure was completed successfully. The broken fragments were discarded of. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.